Event description:
Additional information was received from a healthcare professional (hcp) via saol indicated there was not lioresal in the pump and the pump contained gablofen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 1641 mcg/day via an implantable pump for intractable spasticity. It was reported that stalled intrathecal baclofen pump logs were pulled before the hcp called into technical services. The logs revealed motor stalls and recoveries on (B)(6) 2020 and final stall that was a hard stall on (B)(6) 2020. The logs also showed a tube set error message that occurred 48 hours later on (B)(6) 2020. It was noted that the patient¿s mother was hard of hearing and the patient was not able to communicate/hear. It was further reported that the patient was in the hospital for symptoms of pneumonia and constipation, so the pump was not checked. The patient was also given oral valium and oral baclofen. The issue was not resolved through troubleshooting. The pump was to be replaced as soon as possible. The hcp was able to hear the pump alarm in office on (B)(6) 2020. Additional information was received from a healthcare provider via a company representative on 2020-nov-25. The office of a physician had called the company representative on (B)(6) 2020 indicated that they were scheduling the patient for replacement of the pump which was to occur on (B)(6) 2020. The pump had stalled eight days ago. As per the logs provided, the following occurred: (B)(6) 2020 (2:12 pm) - critical alarm ¿ pump motor stall occurred, (B)(6) 2020 (6:00 pm) ¿ pump motor stall recovery, (B)(6) 2020 (10:57 pm) - critical alarm ¿ pump motor stall occurred, (B)(6) 2020 (8:07 am) - pump motor stall recovery, (B)(6) 2020 (2:59 am) - critical alarm ¿ pump motor stall occurred, (B)(6) 2020 (4:05 am) - pump motor stall recovery, (B)(6) 2020 (1:06 am) - critical alarm ¿ pump motor stall occurred, (B)(6) 2020 (4:05 pm) - pump motor stall recovery, (B)(6) 2020 (8:09 pm) - critical alarm ¿ pump motor stall occurred, (B)(6) 2020 (8:09 pm) ¿ critical alarm ¿ stopped pump duration exceeded 48 hours. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was believed to have been noticed when the patient came in for a pump refill last week. The healthcare provider and company representative had not yet met with the patient yet. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2002. It was reported that the pump administered lioresal with concentration 2000 mcg/ml at a dose rate of 1,641.1 mcg/day. This is discrepant with the previous report of the pump having administered gablofen. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. Additional information was received from a company representative on 2020-nov-27. The pump was replaced on (B)(6) 2002. The pump was being returned for analysis. No further patient complications have been reported as a result of this event.